Event description:
A customer reported unexpected negative reactivity with the capture-r ready ID and capture-r ready screen (4) assays on galileo instrument (B)(4).

Manufacturer narrative:
Image files for testing performed on the instrument were reviewed. All well filled images appeared negative as reported by the instrument. Rois were within range. No visible determination could be made for the unexpected negative reactivity occurring. A field service engineer performed the unexpected reaction checklist. The reagent probe tubing was replaced due to discoloration. The washer manifold was replaced, aligned, and calibrated at the customers request. The instrument is operating within specification.